Manufacturer narrative:
A siemens field service engineer (fse) was sent to the customer site. After analyzing the instrument and instrument data, the fse replaced drain pump 2 and cleared a blockage in the dilution tray wash unit dryer nozzle. The actual root cause could not be determined and no conclusion can be drawn as to what specifically corrected the problem. The instrument is performing within specifications. No further eval of the device is required.

Event description:
A discordant calcium (ca_2) result was obtained for one pt on an advia 1650. The result was not reported to the physician. The sample was rerun and confirmed on the same instrument. The corrected result was reported. There were no reports of adverse health consequences or known pt intervention due to the discordant calcium (ca_2) result.